Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that the foot end brake casters would hold but swiveled when the stretcher had sideways pressure applied. No pt impact.